Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.